Event description:
It was reported to medtronic neurosurgery that the valve would not work properly during the pre-implantation test. It was alleged that flow was occurring in both directions from the same connector.

Manufacturer narrative:
The valve was patent and passed reflux and leak testing. However, the valve did not meet requirements for pressure-flow testing or pre-implantation pressure. No impact to the pt was reported. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.